Event description:
It was reported that the asymptomatic patient presented in the operating room for device change out due to normal eri. Externalized conductors were observed on diagnostic imaging. No electrical anomalies were detected. Lead was capped and replaced without complication.